Manufacturer narrative:
The device was returned to boston scientific for analysis. A non-optimal slit location displayed a tear on the outer slit of the hemostatic valve. Minor bubbles were observed in functional testing. The observation of blood leak while a polarx was inserted half-way though the sheath was confirmed through extensive testing. The device passed standard manufacturing testing for leak paths. The device did not pass both aspiration and hemostasis testing while a polarx was inserted and withdrawn from the sheath. With all the available information, boston scientific concludes the reported observation of sheath leak was confirmed through investigational analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
During a pulmonary vein isolation cryoablation procedure a polarsheath was selected for use. It was reported that leaking was observed from the hemostatic valve when the polarx balloon was inserted halfway towards the end of the procedure. No leaking was seen when the balloon was fully in or out of the sheath. It is suspected that the balloon was preventing a normal flow of the irrigation, which lead to higher pressure and valve leakage. The procedure was completed successfully without exchanging the sheath and no patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation cryoablation procedure a polarsheath was selected for use. It was reported that leaking was observed from the hemostatic valve when the polarx balloon was inserted halfway towards the end of the procedure. No leaking was seen when the balloon was fully in or out of the sheath. It is suspected that the balloon was preventing a normal flow of the irrigation, which lead to higher pressure and valve leakage. The procedure was completed successfully without exchanging the sheath and no patient complications were reported. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.